Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection and urinary/bowel problems. No additional information was provided.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of sling procedure and cystoscopy with video during mesh implantation.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.